Manufacturer narrative:
(B)(4). Additional info: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced 550:320:844:0000 failure code was confirmed by baxter quality engineering. The assignable cause was determined to be a damaged speaker harness. The main speaker was replaced to resolve this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The baxter service technician reported a colleague infusion pump which experienced failure code 550:320:844:0000 during device evaluation. The root cause of this condition was determined to be a pinched speaker harness, indicating that the device failed to audibly alarm for this condition. There was no patient involvement. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.